Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in a solution administration set. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual examination, the equipment was observed out of primary packaging and presence of solution inside the chamber. During the sealing and flow test (rubber test), the tear was found in the extension tube near the y connector, which caused the leak. The cause of the event was determined to be a gap between the belt of the line that leads the equipment to the machine ulma that performs the sealing of the blister with the accumulation of sets in the mats. This non-conformity has been concluded. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.